Manufacturer narrative:
Analysis found a broken off reservoir tube lip, cracked battery tube threads, a cracked case, a minor scratched lcd window, a cracked reservoir tube window, and a cracked reservoir tube.

Event description:
The customer called to report that the reservoir tube lip was broken off, the o-ring was loose, and the belt clip broke off. The customer was unsure how the damage occurred, but mentioned that she was on vacation and in the sun all week. The customer's blood glucose level was 135 mg/dl. The customer was advised to discontinue the device, and revert to a back-up plan. The customer was advised that the device would be replaced and to return her device back for analysis.